Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). H4: the lot was manufactured between july 19, 2021 to july 20, 2021. H10: the device was received for evaluation. A visual inspection was performed and a small tear was observed at the upper right side edge of the bag. A functional testing was performed which revealed a leak only at the upper right side edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.